Manufacturer narrative:
The ca2 reagent lot number was 78716101 with an expiration date of 30-jun-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. The qc was not provided but the customer verbally mentioned that their qc recovery was erratic at the time of the event. The alarm trace showed no abnormality. The field service engineer found an issue with the sample probe. He replaced the sample probe. He then performed checks and the customer also performed the weekly maintenance and qc and they were all within specifications. Precision studies were performed and they were within specifications. The service action (replacing the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with calcium gen.2 (ca2) assay on cobas c503 analytical unit. Initial result: 4.4 mg/dl. Repeat result: 8.1 mg/dl. The critical result for ca2 prompted the repeat of the sample. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.